Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia): vaginal'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia): menorrhagia') and pregnancy with contraceptive device ('pregnancy (with complications)') in a 28-year-old female patient who had essure (batch no. 686080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failure to occlude (close) fallopian tube(s)" on 18-aug-2010. The patient's medical history included gravida, parity 3 ((B)(6) 1999, (B)(6) 2002 and (B)(6) 2010, back pain, streptococcal sore throat, sinusitis, bronchitis, infected finger, fever, vomiting, sore throat, pelvic pain, cough, diabetes mellitus, viral gastroenteritis and soft tissue injury. Concomitant products included cyclobenzaprine, medroxyprogesterone acetate (depo-provera), naproxen, other gynecologicals and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In january 2012, the patient experienced placental disorder ("placental problems"). In march 2012, the patient experienced vulvovaginal pain ("pain: vaginal pain") and osteoarthritis ("pain: osteoarthritis"). On (B)(6) 2012, the patient experienced urinary tract infection ("bladder or urinary problems or changes: uti") and pollakiuria ("bladder or urinary problems or changes: frequent urination"). In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/ anxiety attack during birth"), headache ("migraines /headaches: headaches") and migraine ("migraines /headaches: migraines"). On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cystitis ("bladder or urinary problems or changes: bladder infection") and libido decreased ("lower sex drive"). The patient was treated with loperamide hydrochloride (imodium), ondansetron hydrochloride and surgery (salpingectomy (bilateral removal of fallopian tubes), and ablation-(B)(6) 2013). Essure was removed on (B)(6) 2013. On (B)(6) 2012, the pregnancy with contraceptive device had resolved. At the time of the report, the vaginal haemorrhage, menorrhagia, urinary tract infection, pollakiuria, migraine, vulvovaginal pain, weight increased and placental disorder outcome was unknown, the anxiety, headache and osteoarthritis had not resolved, the cystitis was resolving and the dyspareunia and libido decreased had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer ag-2019-113051). The reporter considered anxiety, cystitis, dyspareunia, headache, libido decreased, menorrhagia, migraine, osteoarthritis, placental disorder, pollakiuria, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.4 kg/sqm. Hysterosalpingogram - on 13-may-2013: results: unilateral occlusion (right tube occluded), other (please describe) left side occlusion failed; on 14-may-2013: impression: free spillage on the left with a patent left tube (as per mr).. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2019: quality safety evaluation of product technical complaint. After internal review, onset date of event pregnancy with contraceptive device was amended, outcome was regarded as resolved (delivery date added as stop date of the event). Trimesters of exposure to essure were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia): vaginal'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia): menorrhagia') and pregnancy with contraceptive device ('pregnancy (with complications)') in a 28-year-old female patient who had essure (batch no. 686080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failure to occlude (close) fallopian tube(s)" on (B)(6) 2010. The patient's medical history included gravida, parity 3 ((B)(6) 1999, (B)(6) 2002 and (B)(6) 2010.), back pain, streptococcal sore throat, sinusitis, bronchitis, infected finger, fever, vomiting, sore throat, pelvic pain, cough, diabetes mellitus, viral gastroenteritis and soft tissue injury. Concurrent conditions included headache and anxiety. Concomitant products included clarithromycin (macrobid), cyclobenzaprine, ibuprofen (motrin) since 2007, medroxyprogesterone acetate (depo-provera), minerals nos;vitamins nos (prenatal vitamins) from (B)(6) 2012 to (B)(6) 2012, naproxen, other gynecologicals and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/ anxiety attack during birth"), headache ("migraines /headaches: headaches"), migraine ("migraines /headaches: migraines") and placental disorder ("placental problems"). In (B)(6) 2012, the patient experienced vulvovaginal pain ("pain: vaginal pain") and osteoarthritis ("pain: osteoarthritis"). On (B)(6) 2012, the patient experienced urinary tract infection ("bladder or urinary problems or changes: uti") and pollakiuria ("bladder or urinary problems or changes: frequent urination"). In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cystitis ("bladder or urinary problems or changes: bladder infection"), libido decreased ("lower sex drive"), pelvic pain ("pelvic pain"), vaginal infection ("infection (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with loperamide hydrochloride (imodium), ondansetron hydrochloride and surgery (salpingectomy (bilateral removal of fallopian tubes), and ablation- (B)(6) 2013). Essure was removed on (B)(6) 2013. On (B)(6) 2012, the pregnancy with contraceptive device had resolved. At the time of the report, the vaginal haemorrhage, pollakiuria, migraine, vulvovaginal pain, weight increased, placental disorder, pelvic pain and dysmenorrhoea outcome was unknown, the menorrhagia, urinary tract infection, dyspareunia, libido decreased and vaginal infection had resolved, the anxiety, headache and osteoarthritis had not resolved and the cystitis was resolving. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered anxiety, cystitis, dysmenorrhoea, dyspareunia, headache, libido decreased, menorrhagia, migraine, osteoarthritis, pelvic pain, placental disorder, pollakiuria, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion (right tube occluded), other (please describe) left side occlusion failed; on (B)(6) 2013: impression: free spillage on the left with a patent left tube (as per mr). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs received. Reporter information updated. Outcome for previously reported events: urinary tract infections and menorrhagia was updated to recovered / resolved. New events: pelvic pain, vaginal infection and dysmenorrhea (cramping) were added. Medical history and concomitant drugs added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia): vaginal'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia): menorrhagia') and pregnancy with contraceptive device ('pregnancy (with complications)') in a (B)(6) female patient who had essure (batch no. 686080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failure to occlude (close) fallopian tube(s)" on (B)(6) 2010. The patient's medical history included parity 4, gravida, live birth ((B)(6) 1999, (B)(6) 2002 and (B)(6) 2010.), back pain, streptococcal sore throat, sinusitis, bronchitis, infected finger, fever, vomiting, sore throat, pelvic pain, cough, diabetes mellitus, viral gastroenteritis and soft tissue injury. Concomitant products included bifidobacterium animalis;bifidobacterium bifidum;bifidobacterium breve;bifidobacterium longum;lactobacillus acidophilus;lactobacillus casei;lactobacillus delbrueckii ssp bulgaricus;lactobacillus helveticus;lactobacillus paracasei;lactobacillus plantarum;lactobacillus rhamnosus;streptococcus salivarius (nova 4b basic formula), cyclobenzaprine, medroxyprogesterone acetate (depo-provera), naproxen and paracetamol (acetaminophen). In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2012, the patient experienced placental disorder ("placental problems"). In (B)(6) 2012, the patient experienced vulvovaginal pain ("pain: vaginal pain") and osteoarthritis ("pain: osteoarthritis"). On (B)(6) 2012, the patient experienced urinary tract infection ("bladder or urinary problems or changes: uti") and pollakiuria ("bladder or urinary problems or changes: frequent urination"). In 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/ anxiety attack during birth"), headache ("migraines /headaches: headaches") and migraine ("migraines /headaches: migraines"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cystitis ("bladder or urinary problems or changes: bladder infection") and libido decreased ("lower sex drive"). The patient was treated with loperamide hydrochloride (imodium), ondansetron hydrochloride and surgery (salpingectomy (bilateral removal of fallopian tubes), and ablation (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the vaginal haemorrhage, menorrhagia, pregnancy with contraceptive device, urinary tract infection, pollakiuria, migraine, vulvovaginal pain, weight increased and placental disorder outcome was unknown, the anxiety, headache and osteoarthritis had not resolved, the cystitis was resolving and the dyspareunia and libido decreased had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered anxiety, cystitis, dyspareunia, headache, libido decreased, menorrhagia, migraine, osteoarthritis, placental disorder, pollakiuria, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.4 kg/sqm. Most recent follow-up information incorporated above includes: on 31-may-2019: plaintiff fact sheet and medical records received: case category was updated to incident. Lot number added. New events pregnancy (with complications), abnormal bleeding (vaginal, menorrhagia): vaginal, abnormal bleeding (vaginal, menorrhagia): menorrhagia, psychological or psychiatric problems condition: anxiety/ anxiety attack during birth, bladder or urinary problems or changes: frequent urination, bladder or urinary problems or changes: uti, migraines /headaches: headaches, migraines /headaches: migraines, dyspareunia (painful sexual intercourse), pain: vaginal pain, pain: osteoarthritis, lower sex drive, device ineffective/ failure to occlude (close) fallopian tube(s), weight gain / loss specify which one: weight gain and placental problems were added. Reporter information added. Patient details updated. Product details updated. Medical history updated. Treatment and concomitant drugs were added. Lab data added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.